Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump touch screen had a delayed response to interaction. Additionally, it was reported that an altitude alarm occurred while customer "was in the mountains." There was no adverse effect to the customer's blood glucose level. During troubleshooting with tandem technical support, the original cartridge was reloaded and the pump was functioning as expected.